Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. During the procedure, the physician deployed and detached two ruby coils into the aneurysm using a px slim delivery microcatheter (px slim). While deploying a new ruby coil into the aneurysm, the physician noticed that the ruby coil was bunching up in a smaller vessel and realized that the px slim had backed out of the aneurysm. The physician then pulled back on the ruby coil and subsequently, it unintentionally detached, leaving a portion in the px slim and the other portion in the superior renal branch, which was the artery leading to the aneurysm. The physician reinserted the ruby coil pusher assembly into the px slim and pushed the rest of the ruby coil into the superior renal branch. Since the ruby coil was deployed in the artery leading to the aneurysm, the physician lost access to the aneurysm. After unsuccessful attempts to regain access to the aneurysm, the physician decided to stop the procedure and bring the patient back for a follow-up. There was no report of an adverse effect to the patient.